Event description:
It was reported that customer was hospitalized due to high blood glucose of 500 mg/dl. It was reported that customer was not receiving insulin from insulin pump and treated high blood glucose with manual injection. It was reported that customer's healthcare professional requested that insulin pump therapy be discontinued for a while after discharge from the hospital. Caller was advised that insulin pump would need to be replaced. Troubleshooting could not be performed as customer was still hospitalized. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.